Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine implant of this pacemaker, difficulty was encountered with inserting the right atrial (ra) and right ventricular (rv) leads into the device header. The leads were able to be successfully inserted into the device header. Boston scientific technical services (ts) discussed insertion forces and the use of mineral oil. This product remains implanted and in service. No adverse patient effects were reported.